Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently patient underwent a revision procedure on (B)(6) 2014 due to polyethylene wear.